Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and eleven months later, computed tomography of abdomen without contrast was performed, and result showed that there was grade 3 perforation of the 3 o'clock strut to abut the wall of inferior vena cava. Grade 1 perforations of 11 o'clock, 2 o'clock, 5 o'clock, 7 o'clock, and 9 o'clock struts. No tilt or migration. No missed struts. Strut fracture tip of the 5 o'clock strut only. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and gastrointestinal bleed. Approximately four years and eleven months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and gastrointestinal bleed. Approximately four years and eleven months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.